Event description:
It was reported that the patient passed away. The cause of death is unknown. Information was received that the device delivered high voltage therapy, but it was not clear if the therapy was appropriate or inappropriate. There is no clear information as to whether the death was device-related.